Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump froze during a bolus attempt. The patient's blood glucose at the time of incident was 30.0 mmol/l. The customer removed the battery and reinserted it and the insulin pump alarmed failed battery test. A new battery was inserted into the insulin pump and the device alarmed button error. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; the customer was lying down in bed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned and replaced.